Event description:
This rv lead was implanted on (b)(602000 and was capped on (B)(6)2012 for an unknown reason. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).